Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer is stating that the release latch on the bed rails are failing. On the left side is completely broken. And the right side latch jams, and appears to be bent. Dealer states it looks like wear over time.